Manufacturer narrative:
The events of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV; laminar collection in the upper lateral quadrant of the right breast.

Event description:
Patient reported right side rupture, "broken, crushed, was totally hardened, and entering under the arm, with a lot of pain." Healthcare professional further reported was capsular contracture, baker grade IV, " laminar collection in the upper lateral quadrant of the right breast," and "peripheral calcifications." The device remains implanted.

Event description:
Patient reported right side rupture. Also reported, broken, crushed, hardened, and entering under the arm with a lot of pain. Healthcare professional further reported was capsular contracture baker grade IV, laminar collection in the upper lateral quadrant of the right breast, and peripheral calcifications. The device remains implanted.

Manufacturer narrative:
Reason for reoperation: rupture. Also reported, broken, crushed, hardened, and entering under the arm with a lot of pain. Healthcare professional further reported was capsular contracture baker grade IV, laminar collection in the upper lateral quadrant of the right breast, and peripheral calcifications.